Event description:
It was reported through remote transmission that non-sustained rv oversensing was observed. The patient was asymptomatic. Further evaluation was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.